Manufacturer narrative:
Device received with a blank display due to corroded electronic assembly. The motor and battery tube assemblies were found with traces of corrosion. Unable to perform functional tests including displacement, sleep current measurement, active current measurement, and self tests due to blank display. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the middle keypad button is cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they went to swimming with insulin pump and started beeping and then it totally dead. Customer¿s blood glucose level was 130 mg/dl. The customer was assisted with troubleshooting. Customer reports there was fluid in the battery compartment. Customer states o ring was in place. Customer states o ring was not free of debris. Customer stated that the home screen did not appear on the display. The device will be returned for analysis.